Event description:
The customer stated that she tested her blood glucose and received a reading of 38 mg/dl. She retested and received a reading of 253 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not adjust medication or allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.